Manufacturer narrative:
The reported product is not expected to be returned as the customer did not respond to requests by adc for device return. A valid serial number was not reported. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that the product, continue to be safe, effective, and perform as intended in the field. Stability data for the product was reviewed and showed no anomalies or non-conformances that could have led to the complaint. Tracking and trending reports for the past year were reviewed based on the product line and reported issue. The review identified a tripped trend, and an investigation was conducted, and corrective actions have been taken. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation. The date of event is unknown. The dates entered in section b is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported via online through social media. The customer received unspecified low sensor scan results. It is unknown whether the customer noted a trend arrow on the device. It is unknown if the customer experienced any symptoms, but they indicated that they contacted a healthcare professional via ambulance. It is unknown if any treatment was provided for the customer. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event and subsequent treatment details. There was no report of death or permanent impairment associated with this event.